Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient's battery was replaced on (B)(6) 2016 and the patient had pain at the pocket starting on (B)(6) 2016. The cause of the pain at the pocket site was determined to be that the battery migrated down over the inguinal ligament. The hcp moved the battery to the opposite side of the body on (B)(6) 2016. The battery was repositioned to the other side of the abdominal wall and the patient was doing well. The patient was skinny and there was not much room to work with in regards to a pocket. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue and it was unknown if diagnostics or troubleshooting were performed. The issue was resolved at the time of the report and the patient was alive with no injury. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the patient had been experiencing decreasing clinical efficacy over the past few years. Gastric mapping demonstrated a significantly better patient response with a more proximal lead. They replaced the leads and the battery was depleted, so it was replaced too. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) reported that the patient was having their leads and battery replaced on (B)(6) 2017. The patient had an egd done and the healthcare provider (hcp) recommended placing the leads more proximal. The patient had not been doing well controlling their symptoms. Follow up from the rep on (B)(6) 2017 reported the device and leads were removed and the hcp placed new lead more proximal and a new battery. No further complication are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.